Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: through follow-up communication with field service engineer (fse), livanova learned that cardiopulmonary bypass was interrupted for 83 seconds following the issue, with no impact on the patient. The centrifugal pump drive readouts were retrieved, and no data was available the reported event date, and no error messages were recorded on other days. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report of an arterial clamp which could not properly close as consequence of a reduction level of blood into the reservoir (stop-link function). A centrifugal pump with its control panel was used during the procedure. Reportedly, air entered into the pump head and the procedure had to briefly be interrupted in order to remove air from the system. There was no patient injury.